Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that there were two target lesions to be treated, the proximal rca and proximal lad. Pre-dilatation was performed prior to stenting. A dissection occurred distally in the rca during the use of a 3 x 23 mm xience v stent. The dissection was treated with two add'l xience v stents (2.75 x 23 mm and a 2.5 x 8 mm). No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Dissection is listed in the IFU as a known adverse event and is not an indication of product quality issue. There was no report of any device malfunction. Dissection can be influenced by lesion characteristics, procedural technique, and device size selection. The IFU cautions that "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention (CABG, further dilatation, placement of add'l stent, or other.)" A conclusive root cause of the event and the relationship to the device cannot be determined.